Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla) (specific date not reported). The patient continued to use the sound processor with the dislodged magnet, which subsequently led to skin ulceration and damage, and hair loss over the area of the implant magnet. A revision surgery was performed on (B)(6) 2026 to reposition the magnet; however, silicone sleeve was found to be torn due to the magnet dislodgement and the implant magnet could not be repositioned. Subsequently, the implant magnet was removed and the implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.